Manufacturer narrative:
E1 full establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had foreign material falling off of the channel. The issue was found during an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding. Based on the results of the investigation and the information provided, a black body was identified. Analysis of the foreign body revealed that it was silicone rubber. It was not possible to determine the origin or how it came into the forceps channel. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue can be detected/prevented by following the instructions provided in: the suggested events are detectable and preventable by handling device in accordance with the following IFU. Instruction manual bf-p290 operation chapter 3 preparation and inspection, the detection method is described. Instruction manual bf-p290 cleaning/disinfection/sterilization chapter 5 prevention measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor the field performance of this device.